Event description:
The pt came in for a refill. During the refill, the pt experienced a mild headache. Following the refill, the pt experience symptoms of morphine overdose (myoclonus etc.) And increasing somnolence. Two and a half hours after the refill, artificial respiration was required. The pt was intubated for 5 days. Result of the csf analysis revealed very high morphine concentrations. The medication was successfully aspirated from the pump and the retrieved volume was said to be okay. The physician planned to explant the pump, since he felt there was a pump failure. The pt left the clinic, although, the physician advised the pt to stay; they felt the pt might be lost to follow-up. It was noted that the pump was filled using a 22g needle; the MFR's refill kit was not used for the refill. The pump was used to deliver morphine (10 mg/ml) at a rate of 1.45 mg/day and clonidine 0.0175 mg/day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.